Event description:
The customer reported the ventilator giving error vent inop in regards to the data acquisition board. The customer reported that the unit was not in use on pt.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.